Event description:
It was reported that the customer's mother did not think the insulin pump was delivering properly. It was reported that the customer's blood glucose levels have been running high, and the customer does not have any infections and is generally well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.